Event description:
The pt reported she is no longer receiving stimulation due to being unable to charge her scs ipg. Subsequently, a low energy replacement charging system was sent to the pt. Follow-up identified the replacement charging system did not resolve the issue. A sjm rep confirmed the issue and was also unable to establish scs ipg communication using multiple patient programmers as they displayed the comm error 2501 message. Additionally, troubleshooting attempts wee unsuccessful. From the indicator lights on the charging system(s), it was determined there might be an issue with the scs ipg. Subsequently, surgical interventions will be taken at a later date to address the issue.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.